Event description:
It was reported the patient passed out in the lavatory today and were taken to the hospital where a CT scan was done. The reporter stated they told them to call the manufacturer before going through with the CT scan. It was noted the patient¿s implantable neurostimulators (ins) were no longer functioning since the scan. It was further noted the patient used their programmer this morning and they saw ¿on, ok.¿ the reporter stated they had been trying to connect with their inss since after the CT scan and they had been getting the poor communication screen. Additional information was requested, but was not available of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n311360, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).